Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for investigation. Based on the device download data, there is no indication at this time of any device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was ECG motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. A review of the event determined that the patient was treated twice. The lifevest delivered a 117j treatment at 14:21:01. Motion artifact contributed to the false detection. The low energy pulse was due to a high impedance (695 ohm) that was likely caused by the therapy electrodes not having good contact with the skin. The patient was conscious during the first treatment but did not press the response buttons prior to the treatment. Approximately one minute after the first treatment, the patient went into vt (260 bpm). A second 150j treatment was delivered at 14:23:10. The patient's rhythm was converted from vt to a-v pacing. A non-treatable rhythm was declared at 14:23:33 and the device was shutdown at 14:30:44. Ems transported the patient to the hospital, where he subsequently passed away.